Manufacturer narrative:
The insulin pump was received with blank display due to faulty lcd driver on the lcd board. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and cracked case near display window corners noted during our visual inspection.

Event description:
It was reported that customer had a blank display screen. Customer's blood glucose was 111 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced per customer's request. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.